Event description:
During device analysis, it was revealed there was a hole in the shaft of the device. A coronary procedure was being performed using an nc emerge mr, ous 3.00mm x 15mm for treatment. During preparation for the procedure, it was noted that the balloon could not be loaded onto the guidewire. The balloon was replaced with another of the same device, and the procedure was completed successfully with no patient complications. It was later revealed during analysis of the device that there was a hole in the shaft of the device.

Manufacturer narrative:
Device analysis by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon was tightly folded. At 3mm distal to the bicomponent weld, for a length of 1mm, the guidewire lumen was punctured, buckled, and prolapsed. Media depicted outer box packaging and the device with no visible damage. Video media depicted the device attempting to be loaded onto the guidewire which appears to feed through the tip but stops shortly after which would confirm the reported event despite no visible damage. Product analysis confirmed the difficulty tracking over the guidewire as the guidewire lumen was buckled, punctured, and prolapsed. The prolapsed lumen would likely prevent the guidewire from advancing any further without causing more damage and resistance. The damages to the device are likely caused from an interaction with a guidewire and difficulties from advancing.